Event description:
(B)(4). A year and a half after being implanted with essure I started having extreme fatigue, and feeling like I had the flu all the time. I became depleted of vitamin b12, having to take shots twice a week to boost it up. I had blood work that showed inflammation in my body. I began having terrible migraines. My hair started falling out. I had to go on a thyroid medicine. I became extremely depressed. I have terrible pelvic pain and extreme bloating-to the point of looking pregnant. On (B)(6) 2014, I had a stroke-at age (B)(6)!! Since then my symptoms have only gotten worse plus now I have breast pain, and extreme numbness in my hands and feet. I have ringing in the ears and terrible dental problems. I've always had healthy teeth until the last 5 years. Intercourse is extremely painful.